Event description:
Oncology rn programmed the hospira symbiq pump to deliver chemotherapy infusion of cisplatin and gemcitabine for recurrent bladder cancer. When rn returned to patient's room to investigate an alarm, she found the pump was alarming "air in line." Rn noted that the air was well beyond the pump and was inches from the patient's peripheral IV site. Rn stopped the pump and took it out of service. No air reached the patient. Biotech was notified; pump returned to hospira for evaluation.====================== health professional's impression======================cause of air in IV line is unknown. Pump was tested by biotechnician and "air in line" problem could not be duplicated at the hospital.====================== manufacturer response for IV pump and tubing, symbiq IV infusion pump======================hospira is aware of "air in line" complaint. Hospira issued a clinical bulleton april 2010 for symbiq infusers. Bulletin alerts users that hospira has recently received customer reports that the pump is not detecting air in IV line at the end of an infusion. Hospira is looking for the root cause.